Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system (sn (B)(4)) for investigation. Based on the event log review, during rewarming of the patient in controlled rate mode there was a fluctuation in the temperature. However, the console was performing within specification during the whole treatment.

Event description:
It was reported that the patient with the post cardiac arrest service (pcas) caused by suffocation underwent therapeutic hypothermia using thermogard xp ivtm system (sn (B)(4)). The target rewarming temperature was 36.5°c, and the patient's temperature prior to rewarming was 34.0°c. The following day, the user set the system in rewarm mode (0.1°c/h). The patient temperature stayed around 34.0°c for a couple of hours, and then, it began to decrease. Approximately 8 hours later, the patient temperature began to increase again. The physician used a temperature probe in the patient's bladder. The ivtm treatment was continued with the same system until the completion of patient treatment. No patient consequence was reported.